Event description:
It was reported that metal shavings from the handpiece fell onto the pt while in use. It is unknown at this time if any of the shavings entered the surgical site or if the pt was given any additional treatment.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the bearings were corroded.